Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming. Check for empty line or air in line. Silenced and closed clamp. Removed cassette and gently tapped cassette and massaged tubing. Replaced the cassette and pump alarmed that the cassette was not properly attached. Again had him remove and reattach the cassette but alarm persisted. Patient states this same alarm happened last time. Silenced alarm and powered pump off. Patient not affected. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable latch lock flex sensor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.